Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a coronary artery bypass graft (CABG) procedure was performed on (B)(6) 2021, with the graft of the left internal mammary artery (lima) to the obtuse marginal (om). On (B)(6) 2021, the patient underwent percutaneous coronary intervention (pci), treating the distal lima to the om. A surgeon was present during the pci procedure. During the procedure, a perforation occurred during use of an unspecified device. The 2.8 x19 mm graftmaster stent was advanced to the target site and implanted; however, during deployment, the graftmaster stent went into the perforation. Per physician, the perforation and graftmaster issue were related to the freshness/fragility of the lima graft and not the graftmaster device. A balloon dilatation catheter was advanced and the balloon inflated at the perforation site to control the bleeding. The patient then underwent immediate surgical repair of the perforation. Post procedure, the patient was reported to be recovering slowly. No additional information was provided.